Event description:
6/28/93 chemotherapy rn easily accessed the port according to customary hospital procedure (blood return observed). Maintenance IV solution started perprotocol and after 10 minutes subcutaneous swelling of IV fluid observed. Patient v.s remained stable. On 6/29/93 x-ray study showed a broken catheter. Patient status remains stable, sent to vascular surgeon for catheter retrieval. Catheter retrived from superior vena cava on 6/30/93. It appears the catheter had separated where it joins the hub of the needle. Patient remains stable following catheter retrievaldevice labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. Imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: component failure, hub, component failure, tubing. Conclusion: device failure directly contributed to event. Certainty of device as cause of or contributor to event: yes. Corrective actions: use of all similar devices stopped temporarily. Invalid data - on device destroyed/disposed of status.